Event description:
It was reported that experienced ineffective therapy. Diagnostics revealed high impedances. As such, surgical intervention took place wherein the extension was explanted and replaced addressing the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.